Manufacturer narrative:
Updated data: b4, e1 (phone#), g3, g6, h2, h10. Due to character restrictions in block e1 telephone number : (B)(6).

Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when turned on, the cs100 intra-aortic balloon pump (iabp) unit alarmed with electrical test failure code 50, the customer repeated the test multiple times. There was no harm reported.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported issue. To fix the issue, the fse replaced motor control board. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.